Manufacturer narrative:
Initial.

Event description:
It was reported that after eating dinner while using the ilet bionic pancreas, the user experienced a severe low blood glucose event. Symptoms included hypoglycemia. Outcomes included insufficient information to determine whether additional medical treatment or other impacts occurred. Investigation included communication attempts and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to the user interface, with a medical device problem characterized as an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.